Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a complete pump reset, guiding them through the process. After resetting the pump, the error did not reoccur, and the customer successfully started their sensor session.